Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 19 mg/dl at the time of the incident. The customer was at x mg/dl at the time of the call. The customer was given d50 to treat. The customer experienced symptoms such as loss of consciousness and a diabetic coma. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer stated they were new on pump therapy and their basal settings were not right. Troubleshooting was not completed. The customer had paramedics assistance 7 times in 2018. The insulin pump will not be returned for analysis.